Event description:
The manufacturer received a voluntary medwatch (mw5105076) in which it was alleged that sores in nostrils, shortness of breath has gotten worse, there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient reported that they thought their pulmonary hypertension was getting worse as well as his shortness of breath. Patient also reported having sores on his right nostril followed by the left one and that it got better when he stopped using the machine for a week. The medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Sections b1, b2, and h1 are corrected in this report to reflect the serious injury. Section h6 updated in this report.